Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. On 6/5/19, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, post ablation, cardiac tamponade was confirmed on the ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 2 ml/min during the mapping phase. No error messages were observed on any biosense webster inc. Equipment during the case. The force visualization features used included graph, dashboard and vector.